Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was in a trial. It was reported that when the patient was doing the spinal cord stimulator (scs) trial he moved the wrong way and it brought him to his knees. No further complications were reported. No additional patient symptoms were reported.